Event description:
A customer reported that the system remained in occlusion status and the status was not resolved during a procedure. Following a ten minute delay, an alternate system was used and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to confirm or duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. (B)(4).